Event description:
Additional information received reported that the patient told the clinic his ipg was "dead", however the patient was not currently a patient at the clinic and was unable to be seen.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. He started to hurt 4 days ago and had tried to increase s timulation but had no pain relief. It was stated that 'nothing is happening.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3587a, lot# lb6111, implanted: 2003-(B)(6), explanted: na; extension model 748951, serial# (B)(4), implanted: 2003-(B)(6), explanted: na; programmer model 7434a, (B)(4).